Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a lv lead revision due to symptoms of heart failure. Upon review, noise was observed on the right ventricular channel causing pacing inhibition. The surgery was postponed until the rv lead noise was addressed. Programming changes were recommended. No further information was provided.